Manufacturer narrative:
(B)(4). The report source is a pharmacy purchaser in addition to foreign and company representative. Lot number 13k055 was manufactured october 25, 2013 - october 26, 2013. The reported leak occurred due to the broken tubing at male luer adapter; however, the cause of the broken tubing could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.evaluation summary: one unit was received with fluid inside the overpouch, which indicated leakage has occurred. Visual inspection of the unit revealed that the tubing was broken at the junction of the luer post.

Event description:
It was reported that a large volume intermate leaked. The reporter stated that there were ¿droplets all over the [device] with approximately 1/4 of the fluid in the over-pouch.¿ the location of the leak was not specified. This was noted after filling with 90 mg pamidronate in 250 ml nacl but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.